Event description:
The pt called lifescan (lfs) in 2005 and alleged that her lancing device was not functioning. She reported that she was having trouble with the cocking control. She visited her medical professional for assistance and she did receive help with her lancing device. She reported that she was using the correct technique to collect her blood sample. The issue was not resolved with troubleshooting. No injury or harm was alleged.